Event description:
It was reported that during preparation for an unspecified treatment procedure, the wire could not be inserted into the tool. The unspecified guide wire could not be inserted through the advantage insertion tool. The procedure was completed with another of the same. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).